Event description:
A paramedic attempted to administer a synchronized countershock to a pt diagnosed with an svt rhythm. The device allegedly failed to charge and displayed the warning message "cannot charge." The operator subsequently connected the pt cable to the pt and successfully administered defibrillator shocks to the pt. The reporter indicated the alleged malfunction did not adversely affect pt care.